Event description:
Info rec'd indicates the product did not malfunction and the device change out was an elective replacement. Event info provided by the user stated the cvr became over-pressurized while vacuum-assist (vavd) was being used. A blood leak at the pressure relief valve was noted and blood was seen in the vacuum line. Patient was taken off bypass to replace the unit during the case. The hcp stated the product was not defective and reported the device was discarded by the facility and will not be returned for inspection.